Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using plate trypticase soy agar 5% sb 100 ea 2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.